Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a problem with the link electronic module (lem); the lem was replaced, the hard drive was replaced and re-imaged, and the software was reloaded. The left lower hinge of the device was also replaced. The device passed final functional and system tests.

Event description:
It was reported that an issue with the link electronic module (lem) and hinge of the programmer was discovered at checkout. The programmer has been returned and repaired. There was no patient involvement.